Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's remote transmission of the implantable cardioverter defibrillator (ICD) exhibited a ventricular fibrillation episode. It was observed that there was not an associated electrogram (egm) of the episode stored in the transmission. The egm was determined to be corrupted. No intervention was performed. No patient information was provided.